Event description:
Ous MDR - after an implantation time of about 1 month, inappropriate shocks due to oversensing were reported, leading to a lead revision. One day later, oversensing was again reported and the ICD was reprogrammed. After a year without complaints, the patient experience syncopal episodes and the system was explanted. Setrox s 60, MDR 1028232-2009-01323.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 1; 205 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing outputs were normal. Leads inserted as a test could be contacted easily, low-ohmic, and reliably. The drill hole dimensions were all within the dimensions proscribed by the is-1 and df-1 standards. Next, the memory content of the ICD was checked; disturbances in the ventricular channel were visible in the available iegms. The signal perception of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was normal. The analysis of the ICD did not show any indications of a material defect or manufacturing error.